Event description:
Customer's wife reported the active s system gave a blood glucose result of 99 mg/dl at a time when he was symptomatic of hypoglycemia, lost consciousness. Wife treated the customer with peanut butter and orange juice. Result "over 10 minutes later" was 95 mg/dl. Customer was using expired test strips. A request was made for the return of the system and a replacement was sent.